Event description:
Caller reported a malfunction on the pump, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information, assisted the caller with resetting the pump, and confirmed that the malfunction code did not recur after the reset. Customer may continue to use the pump but was advised to call back if any malfunction code recurs, which the caller acknowledged and understood.